Event description:
Left knee pain, left knee swelling, left knee effusion. Info was received in 2004 from the spouse of pt, with a history of osteoarthritis, colitis, a heart condition (unspecified) and a previous series of synvisc injections three years ago (knee unknown). The pt received an injection of their second series of synvisc to the left knee in 2003 and in 2004. Fluid was not aspirated prior to either injection. One day after each injection, the pt experienced pain and swelling in the left knee. Fluid was removed from the pt's left knee following each synvisc injection in 2003 (a "cup" and in 2004 ("1/4 cup") respectively. The pt was treated with a cortisone shot in 2003 and in 2004. The treatments helped to alleviate the pain and swelling, but the symptoms continued at the time of this report. MFR's comment: synvisc is administered by intra-articular injection once a week (one week apart) for a total of three injections. Synovial fluid or effusion should be removed before each injection of synvisc. Qa eval results: the review of synvisc product release data for both facilities did not indicate trends that could be associated to any product complaints.